Manufacturer narrative:
The initial reported event of [noise] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5071-35 lead implanted:(B)(6) 2006 and d224trk crt-d implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and non-sustained tachycardia. Additionally, noise was observed and the lead had a possible fracture. The lead was capped, replaced, and later was explanted. No patient complications have been reported as a result of this event.